Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges that patient experienced progressive chronic hip pain, impaired ability to perform normal daily activities even work, suffering, lost of income, economic and personal damages, atrophy in thigh muscles, elevated metal ion, and decrease mobility. Doi: (B)(6) 2007, dor: (B)(6) 2019 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Additional information received in addition to what previously alleged, pfs alleges tightness, squeaking and bursitis.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h5. Corrected: h6 (patient). Patient code: removed code for surgical intervention and replaced with no code available (3191) for device revision or replacement.

Event description:
After review of medical records patient was revised to addressed failed left total hip arthroplasty with loose femoral component and has evidence of toggle with any pressure on the stem, vertically oriented and increased acetabular inclination with minimal metallosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth and age), b5, b7, d4 (lot #, UDI and expiration date), d6b, g2, g4 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2a, d2b, d4 (catalog).